Event description:
While giving resident a shower, latch securing siderail broke causing resident to fall to floor. Resident suffered fractured ribs and internal bleeding. Wrong form initially used. Info resubmitted.